Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive issue on (B)(6) 2026. The infusion set fell off due to not enough adhesive. No further information available.